Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Incident happened in ER department where after cannulation staff attached qsyte bi extension cat no 385157 on IV catheter 18 g and when they tried to lock extension by rotating spin nut it got freed during tightening of it which resulted in spillage of blood.

Manufacturer narrative:
Our quality engineer inspected the 2 photos, 1 video and 1 physical sample submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. A visual inspection of the sample showed that no defect was found. A connection test was performed with the male luer and no issue was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.